Event description:
Patient was connected to dosifusor pump for 5fu administration. Patient noted chemo leak overnight, presented to emergency department for further eval. Emergency department clamped line and instructed patient to return to clinic at opening of business. Upon inspection, tubing of pump cracked at the end where it secures to patient line causing leak.